Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had an "air leak". The device was used during surgical procedure. No user or pt injury or medical intervention occurred. There was no add'l info provided.